Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported that several years ago this atrial lead had been exhibiting out of range pacing impedance measurements. Fluoroscopy revealed a lead fracture. The lead was electrically abandoned. No adverse patient effects were reported.